Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the mildly calcified mid right coronary artery. The target lesion was pre-dilated with a 3.00mm x 15mm wolverine cutting balloon. After treatment with 4.00mm x15mm agent drug-coated balloon, a 4.00mm x 15mm nc emerge balloon catheter was advanced and successfully post-dilated the lesion at 18 atmospheres. When the physician tried to deflate the balloon for removal, it was noted that the balloon was stuck. The physician used more force to remove the balloon but the balloon catheter was stiff. The entire system was removed together and the procedure was completed. There were no patient complications nor injuries reported and the patient status was stable.